Event description:
It was reported when using the pyxis medstation es system that it had a communication issue where all stations were on critical override. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the server that had not responded. A technical service engineer added resources (cpu and memory) to the interface and es server. The system functioned as intended after the technical service engineer troubleshooted the device.